Event description:
It was reported that the patient underwent implantable pulse generator (ipg) and spinal cord stimulation (scs) lead replacement procedure due to an unknown reason. It was noted that during the procedure, the leads were attempted to be adjusted but the scar tissue prevented in advancing the lead. A new lead was attempted but scar tissue continued to prevent placement. Only one lead was explanted, and the other lead remains implanted. The patient was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7102207/7101947.